Event description:
The patient's right hip was revised due to pain. The surgeon did not comment on the reason for the pain.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6076-0935a, omnifit hfx hip stem size #09 127, lot code: mmljlt. Cat. No.: 06-2600, c-taper cocr lfit head 26mm/0, lot code: mmtkmj. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.